Event description:
Caller reported a cgm error 42, which had been reported and reset multiple times, although no reset was attempted in the last 24 hours. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy while a replacement pump was being sent.